Manufacturer narrative:
Estimated date of event is (B)(6) 2021. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 8fr sheath hole prior to a fenestrated endovascular aortic repair procedure. Reportedly, following deployment when the body of the prostyle device was removed, the suture pulled out, although no manipulations had been performed. The puncture hole had become bigger resulting in bleeding or a hematoma. The sheath was upsized to a 11fr and 18fr sheath to stop the bleeding. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.